Event description:
Complainant alleged that while monitoring an unresponsive, unconscious patient (age & gender unknown) the device failed to display the patient's heart rhythm. Complainant indicated that the user obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.